Manufacturer narrative:
Device was not returned for evaluation.

Event description:
It was reported that the patient had a second cuff added to his implanted artificial urinary sphincter due to an unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.